Event description:
It was reported that the positioner moved back without any command. The behavior was attributed to a defective positioner. It was not confirmed whether the malfunction occurred during a surgery. No adverse event was reported.